Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 29-sep-2018, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain syndrome and failed back surgery syndrome. The rep indicated they were "called and told we were doing a pump implant for a new patient on (B)(6)2018). On (B)(6) 2018, the rep was in the hospital for an unrelated patient. The hcp announced that the next patient was a pump replacement (later indicated as a pump implant after patient was "deemed healthy"). The rep went to see the patient in pre-op and attempted to interrogate the pump, but the patient indicated that they didn't have it. The patient indicated that 'they took the whole thing out because it got infected". The rep indicated they were not previously aware and guessed that the patient "switching doctors" was the reason why no one knew. Information obtained from the patient indicated they had a catheter revision (unknown date) for "more optimal placement" and got infected. The pump and catheter were removed on (B)(6) 2017. After the patient was "deemed healthy" in (B)(6), they implanted a new pump on (B)(6) 2018. Diagnostics and troubleshooting performed stated, "they got cultures to confirm infection". Additional issues being reported included the statement, "her new pump was put back in 8 months later", but evidence suggests a new pump (different serial number) was actually implanted. The issue was reported as resolved at the time of this report. The patient's status was alive - no injury. On 2018-mar-15, additional information was received from a healthcare professional (hcp). Additional information provided the catheter and pump sn which was explanted on (B)(6) 2017 due to the infection.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-20, additional information was received from an healthcare professional (hcp). Additional information clarified the pump and catheter were explanted on (B)(6) 2017 rather than the previously reported date of (B)(6) 2017. The hcp reported the revision for "more optimal placement" occurred on (B)(6) 2017 and was due to "patient had cellulitis with pinpoint hole in incision". The drug in the patient's pump was hydromorphone (4.2 mg/ml, 2.6518 mg/day) and bupivacaine (36 mg/ml, 22.730 mg/day). The infection was confirmed and localized to the pocket.